Event description:
It was reported by service report that the side rail would not raise or lock in the up position. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Siderail not raising and locking in up position.